Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the keypad buttons were intermittently unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed all keypad buttons were responding intermittently and there was evidence of adhesive/contamination found under all key contacts.